Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they were having trouble with the sensors. His blood glucose was unknown. The customer went to change his sensor and by his third sensor, he was unable to get the needle out. The customer was advised that the sensor needed to be replaced. The sensor will be returned for analysis.